Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 355.330 lot: 8694721 manufacturing site: bettlach release to warehouse date: november 11, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual investigation: the returned connector is strongly damaged with a lot of wear marks and scratches on the surface of the whole instrument. Additionally, the two pins are bent. All in all, the item is in very used condition. Conclusion: the pictures were reviewed and the complaint condition can be confirmed based on the returned images. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during the loan kit inspection it was noticed that the end of extension hook is worn and damaged and the external thread of extension hook is damaged. It was also reported that the internal thread of connector for extraction hook for long nails is damaged. There was no known patient involvement or case involvement reported. This report is for one (1) connector for threaded extraction hooks. This is report 1 of 2 for complaint (B)(4).